Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a second firing in a laparoscopy-assisted distal gastrectomy procedure, after open-close check, when an attempt was made to fire, the knife did not advance and the device could not be fired. A new package of product was opened and used to complete the case. The event occurred during the procedure but the product was not used for patient. No patient injury.